Event description:
A customer contacted beckman coulter (bec) reporting that the hemoglobin (hgb) lyse reagent which was loaded two (2) days prior to this event was half empty in the coulter ac*t 5 diff cap piercer (cp) analyzer. The customer checked the bottle and confirmed no leak or cracks. Although the customer observed that the reagent bottle was half empty, the instrument reagent log showed the reagent at 98% full. The customer was wearing personal protective equipment (ppe) consisting of gloves and eye protection during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed the reported problem and found a leak at the hgb lyse reagent syringe. The fse replaced the syringe which corrected the reported reagent level issue. (B)(4).